Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation: yes. D10: returned to manufacturer on: 2022-02-07. H6: investigation summary: customer reported sensor adhesion and a false positive result. One photo was received with sensor adhesion defect. Returned good samples for batch 1238837 were received. Bd was unable to duplicate customer¿s experience with the bactec product. Retention and returned good samples were visually inspected with satisfactory results. Batch/sensor history records were reviewed, and all testing were within specification for product release. Blood background was performed with satisfactory results for the false positive claim. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Sensor adhesion scrape test is performed to each sensor batch as part of release criteria. Complaint is confirmed for sensor adhesion defect based on photos received. The vision system is challenged prior each lot. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. Corrective actions preventive actions (CAPA) 2882676 was initiated to further investigate these types of complaints and determine any appropriate actions to reduce their occurrence.

Event description:
It was reported when using the bd bactec¿ plus aerobic/f culture vials (plastic) there was a false positive issue. The customer did not see anything in gram stain or in culture for bottle from (B)(6) 2022. The bottle that went positive after 10 minutes on (B)(6) 2022 was not tested, it was just recollected once the sensor issue was noticed. There was no report of confirmatory testing. There was no report of adverse patient impact. This event occurred 2 times. The following information was provided by the initial reporter. The customer is reporting liquid under the sensor with 442023 bottles causing them to have false positive results. No erroneous results were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd bactec¿ plus aerobic/f culture vials (plastic) there was a false positive issue. The customer did not see anything in gram stain or in culture for bottle from (B)(6) 2022. The bottle that went positive after 10 minutes on (B)(6) 2022 was not tested, it was just recollected once the sensor issue was noticed. There was no report of confirmatory testing. There was no report of adverse patient impact. This event occurred 2 times. The following information was provided by the initial reporter. The customer is reporting liquid under the sensor with 442023 bottles causing them to have false positive results. No erroneous results were reported.